Event description:
Burn blisters in the neck area [burns second degree]. Case description: this is a spontaneous report from a contactable pharmacist who reported for another pharmacist received through a (B)(4) representative. A female patient of an unspecified age and ethnicity started to use thermacare heatwrap (thermacare neck, shoulder & wrist) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. The patient experienced burn blisters in the neck area on an unspecified date. The patient had not kept the thermacare patch. Action taken in response to the event burn blisters in the neck area for thermacare heatwrap was unknown. Clinical outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the event burn blisters in the neck area as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the event burn blisters in the neck area as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability.

Event description:
Case description: this is a spontaneous report from a contactable pharmacist who reported for another pharmacist received through a pfizer sales representative. A female patient of an unspecified age and ethnicity started to use thermacare heatwrap (thermacare neck, shoulder & wrist) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. The patient experienced burn blisters in the neck area on an unspecified date. The patient had not kept the thermacare patch. Action taken in response to the event burn blisters in the neck area for thermacare heatwrap was unknown. Clinical outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (22jan2016): new information received from the spanish health authority (aemps) includes: the vigilance unit of the spanish agency of medicines and medical devices (aemps) acknowledged receipt of our notification dated 20jan2016. The aemps (B)(4). Company clinical evaluation comment based on the information provided, the event burn blisters in the neck area as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets follow up 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the event burn blisters in the neck area as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets follow up 10-day EU and 30-day FDA reportability.

Manufacturer narrative:
Summary of investigations: this investigation was conducted for an unknown lot number neck/shoulder/wrist (nsw) 8 hour product. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. The sample had not been received by the site.

Event description:
Event verbatim [preferred term] some small burn blisters in the neck area [burns second degree], , narrative: this is a spontaneous report from a contactable pharmacist who reported for anothethrough a pfizer sales representative. A female patient of an unspecified age started to use thermacare heatwrap (thermacare neck, shoulder & wrist) (device lot number not available) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. The patient experienced some small burn blisters in the neck area on an unspecified date. She recovered after approximately 4 days after sulfadiazine silver (silvederma) was applied. The patient r pharmacist received through a pfizer sales representative. A female patient of an unspecified age started to use thermacare heatwrap (thermacare neck, shoulder & wrist) (device lot number not available) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. The patient experienced some small burn blisters in the neck area on an unspecified date. She recovered after approximately 4 days after sulfadiazine silver (silvederma) was applied. The patient had not kept the thermacare patch. The lot number of thermacare heatwrap was not possible to be obtained since it was not recorded at the time. Action taken in response to the event burn blisters in the neck area for thermacare heatwrap was unknown. Therapeutic measures taken included sulfadiazine silver (silvederma). Clinical outcome of the event was resolved on an unspecified date. According to product quality complaint group: summary of investigations: this investigation was conducted for an unknown lot number neck/shoulder/wrist (nsw) 8 hour product. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. The sample had not been received by the site. Follow-up ((B)(6) 2016): new information received from the spanish health authority (aemps) includes: the vigilance unit of the spanish agency of medicines and medical devices (aemps) acknowledged receipt of our notification dated (B)(6) 2016. The aemps reference number is (B)(4). Follow-up ((B)(6) 2016) follow-up attempts are completed. No further information is expected. Follow-up ((B)(6) 2018): new information received from a contactable pharmacist (patient) includes: therapeutic measures taken and event outcome. Follow-up attempts are completed. No further information is expected. Follow-up ((B)(6) 2020): new information received from product quality complaint group included: investigation results. Follow-up attempts are completed. No further information is expected.

Event description:
Event verbatim [preferred term] some small burn blisters in the neck area [burns second degree], . Case narrative:this is a spontaneous report from a contactable pharmacist who reported for another pharmacist received through a pfizer sales representative. A female patient of an unspecified age and ethnicity started to use thermacare heatwrap (thermacare neck, shoulder & wrist) (device lot number not available) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. The patient experienced some small burn blisters in the neck area on an unspecified date. She recovered after approximately 4 days after sulfadiazine silver (silvederma) was applied. The patient had not kept the thermacare patch. The lot number of thermacare heatwrap was not possible to be obtained since it was not recorded at the time. Action taken in response to the event burn blisters in the neck area for thermacare heatwrap was unknown. Therapeutic measures taken included sulfadiazine silver (silvederma). Clinical outcome of the event was resolved on an unspecified date. Additional information has been requested and will be provided as it becomes available. Follow-up (22jan2016): new information received from the (B)(6) includes: the vigilance unit of the (B)(6) acknowledged receipt of our notification dated 20jan2016. The (B)(6) (B)(4). Follow-up (04mar2016) follow-up attempts are completed. No further information is expected. Follow-up (14feb2018): new information received from a contactable pharmacist (patient) includes: therapeutic measures taken and event outcome. This follow-up is being submitted to notify that an investigation of the device cannot be conducted. Follow-up attempts have been completed and no further information is expected. Follow-up attempts are completed. No further information is expected., comment: based on the information provided, the event of "burn blister" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.